Event description:
In 2004 a pt fell while being lifted from a vehicle with a golvo 7007es patient lift. The pt was using a hygience sling #3545135 with a safety belt. According to the facility, the staff elevated the pt for a transfer when the pt fell through the sling hitting the ground. The resident sustained a head laceration requiring ER evaluation but left without receiving treatment. Same day the equipment was inspected by liko's local distributor. The lift was found to be in good working condition and returned to service after inspection. The sling did not have the safety belt attached and it was not able to be located. During discussions with the facility concerning lifting techniques applied to the pt at the facility, two operator errors were discovered. First, the safety belt was not on the sling when lifting the pt; and second, the pt was erroneously told to hold their arms inside the sling. These two errors in technique contributed to the pt's fall.